Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by a field service agent (fsa) that the pump ran for 10 minutes on battery, then gave 10/5 minutes battery alarms. The pump was on a patient but not swapped out. Iabp therapy was discontinued. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The reported complaint of "short battery runtime" is not able to be confirmed. A field service agent checked the pump and could not reproduce the issue. The pump passed functional check-out. The root cause of the complaint is undetermined. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by a field service agent (fsa) that the pump ran for 10 minutes on battery, then gave 10/5 minutes battery alarms. The pump was on a patient but not swapped out. Iabp therapy was discontinued. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.